Manufacturer narrative:
During the investigation, the customer-reported issue could not be confirmed nor reproduced. The freedom onboard battery was able to power a freedom driver for over 60 minutes and there were no signs of a decreased capacity below syncardia's acceptance criteria. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4974 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining functions. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery was unable to maintain a charge for longer than an hour while the freedom driver was supporting a patient. There was no reported adverse patient impact.